Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had psoriasis under the lifevest. It was reported that the psoriasis was "flaring" more due to wearing the lifevest, and was bleeding due to scratching. The outcome of the irritation is not known.